Manufacturer narrative:
The unit was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white lcd. The unit was received with a constant flashing white lcd on the display due to cracked lcd controller component. The following physical damage was noted: minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the patient fell on the insulin pump and broke it. The patient's blood glucose at the time of incident was 11.0 mmol/l. The insulin pump was returned for analysis.